Event description:
It was reported that shaft break and vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.75mm, eccentric and de novo target lesion was located in the mildly calcified and mildly tortuous mid to distal left anterior descending (lad) artery. Following a non-bsc guide wire, a 2.50mm x 9mm maverick²¿ balloon catheter was selected for use and advanced to dilate the target lesion but was unable to cross. It was noticed that the shaft got detached and vessel dissection occurred. The physician then used a 1.2x9mm unspecified balloon catheter for predilation and implanted a 2.75x24mm promus element to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen and on the tip. There were numerous kinks throughout the hypotube. The kinks maybe consistent with handling with device during withdrawal from the patient or from the interaction with the lesion. Magnified inspection of the shaft and the distal tip did not reveal any profile issues. No damage or irregularities were noted on both sections. No distal weld damage was found. The balloon was loosely folded and the profile of the balloon could not be measured as the balloon was loosely folded. No damage or irregularities were noted. There was no evidence of any material or manufacturing deficiencies contributing to the kinks and reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.75mm, eccentric and de novo target lesion was located in the mildly calcified and mildly tortuous mid to distal left anterior descending (lad) artery. Following a non-bsc guide wire, a 2.50mm x 9mm maverick²¿ balloon catheter was selected for use and advanced to dilate the target lesion but was unable to cross. It was noticed that the shaft got detached and vessel dissection occurred. The physician then used a 1.2x9mm unspecified balloon catheter for predilation and implanted a 2.75x24mm promus element to complete the procedure. No patient complications were reported and the patient's status was stable.